Manufacturer narrative:
Other, other text: three samples were received in used condition. One sample was found to have the pump tube arched which could cause the original issue. This sample also did not pass the delivery accuracy test. Production personnel did not detect out of specification arch tube. Implementation of vision system to detect out of specification tube arch (co-10102139), this is complete on (B)(6) 2020. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medial ambulatory infusion pumps/cadd cassette reservoirs - flow stop had under delivery of medical fluid was observed in the product. The customer noticed there was a discrepancy between the indicated value and the actually remaining amount. No patient injury reported.